Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that patient was dissatisfied with their previous healthcare professional. The device was tested two months later and the patient¿s new healthcare professional put in a second battery pack and lead, and removed the old ones. There were no patient symptoms reported.

Manufacturer narrative:
Additional information suggests that this event is related to regulatory report #3004209178-2016-18981. No further information will be reported under this manufacturer¿s report number.

Event description:
The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.